Event description:
Pt had a total vaginal hysterectomy, a & p repair, implantation of caldera t-sling xtra (cal-ts10x) on (B)(6) 2009. At 6 week post-operative visit, physicians' exam noted an extrusion of mesh under the urethra and vaginal discharge. Excision of exposed mesh was done on (B)(6) 2010 as an outpatient procedure. A 1.5 cm of mesh was removed.